Manufacturer narrative:
(B)(4) initial report. Additional information, including post op and pre revision x-rays, operative notes, patient medical history, patient age and activity level and a detailed patient outcome following the revision has been requested in order to progress with this investigation, and if received, will be provided in a supplemental report upon completion of the investigation. The appropriate device details have been provided and the relevant device manufacturing records have been identified and reviewed. It was found that this device conformed to material and dimensional specification at the time of manufacture. The explanted device is being returned and will be reviewed at corin. Please note: this report is filed with the FDA due to an adverse event experienced with a device that is similar to those placed on the market in the USA, however, this event occurred outside of the USA.

Event description:
Trinity revision of the liner after approximately 4 years and 10 months due to wear.

Event description:
Trinity revision after approximately 4 years and 10 months due to reported more than usual poly wear.

Manufacturer narrative:
Per (B)(4) final report. Additional information, including post-operative and pre revision x-rays, operative notes, patient medical history, patient age and activity level, a detailed patient outcome and the return of the explanted device was returned in order to progress with this investigation, however, none of this information was provided and thus there was only very limited information available for the investigation. The appropriate device details were provided and the relevant device manufacturing records have been identified and reviewed. All parts associated with these records conformed to material and dimensional specification at the time of manufacture. The explanted cup and liner were returned to corin and examined. Based on the wear onbserved on the returned devices it was identified that the liner had most likely became loose following primary surgery, therefore allowing the modular head to articulate against the rim of the liner and inner surface of the cup, resulting in this excessive wear. Therefore, corin now considers this case closed. Please note: this report is filed with the FDA due to an adverse event experienced with a device that is similar to those placed on the market in the USA, however, this event occurred outside of the USA. The submission of this report does not constitute an admission that the device, reporting entity, entity's representative or distributor caused or contributed to this event.